Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose 12mmol/l [blood glucose increased]. The suspicion of incorrect dosage of the insulin [incorrect dose administered by device]. The cover of the push button is absent [device issue]. Case description: this serious spontaneous case from (B)(6) was reported by an endocrinologist as "blood glucose 12mmol/l" beginning on unspecified date in (B)(6) 2016, "the suspicion of incorrect dosage of the insulin" and "the cover of the push button is absent" both with an unspecified onset date and concerned a (B)(6) years old male patient who was treated with protaphane (insulin human), actrapid (insulin human) and exposed to novopen 3 (insulin delivery device), novopen 3 (insulin delivery device) all from unknown start date due to "type 1 diabetes mellitus". (B)(6). Medical history included type 1 diabetes mellitus since 2010. The patient was treated with novopen 3 since 2010. On unspecified date in (B)(6) 2016, the patient was hospitalized due to high blood glucose level of 12mmol/l (no reference ranges). On same date, it was reported that the two novopens 3 (with the same batch number-yug 0770) were used. When the first novopen 3 was used, it was noticed that the cover of push button was absent. The new, second novo pen 3 was therefore administered to inject insulin, and following the patient experienced high level of fast blood glucose - 12mmol/l. After transfer to syringes, with the same dose of the insulin, from the same cartridges, the level of fasting blood glucose returned to the 7mmol/l. The most recent level of the hb1c (glycosylated haemoglobin) was not reported. There was no change in diet, physical activities and no ongoing acute illness. Further details were not reported. Discharge date was not provided. The two samples novopen 3 with the batch number yug 0770 were returned. Action taken to protaphane was reported as no change. Action taken to actrapid was reported as no change. Action taken to novo pens was reported as discontinued on (B)(6) 2016. On (B)(6) 2016 the outcome for the event "blood glucose 12mmol/l" was recovered. The outcome for the event "the suspicion of incorrect dosage of the insulin" was not reported. The outcome for the event "the cover of the push button is absent" was not reported.

Event description:
Case description: investigational results: protaphane, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Actrapid, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 3, the first pen; batch number: (B)(4). Visual and functional examinations were performed. A batch trend report has been created. Nothing abnormal was found. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. This fault is caused by dirt or wear; therefore it occurred during use and regarded as a handling fault. The push-button is broken off during use. The observed problem with the push-button is a result of accidental damage during use. As the pen was seriously damaged during use (the push-button broken off and the dose indicator barrel cracked) the only way the pen could be tested for dosage accuracy was by turning the dosage selector instead of depressing on the push-button which was missing. So the dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device has been exposed to exaggerated force during use and the dose indicator barrel is cracked. The observed problem could not be related to any novo nordisk processes. The breakage is most likely due to incorrect or rough handling during use. Novopen 3, the second pen; batch number: (B)(4). Visual and functional examinations were performed. The push button is normal. A batch trend report has been created. Nothing abnormal was found. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. This fault is caused by dirt or wear, therefore it occurred during use and regarded as a handling fault. Even though the pen was damaged during use (the dose indicator barrel was cracked), the dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device has been exposed to exaggerated force during use and the dose indicator barrel is cracked. The observed problem could not be related to any novo nordisk processes and is due to accidental or rough handling during use. Since last submission of the case, the following was updated: batch no. For suspect products protaphane and actrapid was updated from blank to unknown investigational results. Company comment/manufacturer's final comment narrative updated accordingly. Company comment/manufacturer's final comment: on 04-may-2016: the investigation results of both novopens indicate that the observed problems are due to accidental, incorrect or rough handling during use. Both pens expired in jun.2015, which is considered a plausible explanation of the wear and tear. If the patient did not receive the required dose of insulin, the blood glucose will be increased as experienced in this case. However, as only very limited information regarding the patient's handling of the suspected devices is reported in the case, it is not possible to elucidate a clear root cause and thus not possible to find similar incidents to the one reported in argus (B)(4). Continued: evaluation summary: protaphane: no investigation was possible, because neither sample nor batch number was available. Actrapid: no investigation was possible, because neither sample nor batch number was available. Yug0770 - novopen 3 (B)(4): visual and functional examinations were performed. A batch trend report has been created. Nothing abnormal was found. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. This fault is caused by dirt or wear, therefore it occurred during use and regarded as a handling fault. The push-button is broken off during use. The observed problem with the push-button is a result of accidental damage during use. (B)(4): visual and functional examinations were performed. As the pen was seriously damaged during use (the push-button broken off and the dose indicator barrel cracked) the only way the pen could be tested for dosage accuracy was by turning the dosage selector instead of depressing on the push-button which was missing. So the dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device has been exposed to exaggerated force during use and the dose indicator barrel is cracked. The observed problem could not be related to any novo nordisk processes. The breakage is most likely due to incorrect or rough handling during use. Yug0770 - novopen 3 (B)(4): visual and functional examinations were performed. The push button is normal. A batch trend report has been created. Nothing abnormal was found. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. This fault is caused by dirt or wear, therefore it occurred during use and regarded as a handling fault. (B)(4): visual and functional examinations were performed. Even though the pen was damaged during use (the dose indicator barrel was cracked) the dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device has been exposed to exaggerated force during use and the dose indicator barrel is cracked. The observed problem could not be related to any novo nordisk processes and is due to accidental or rough handling during use.